Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device exchange. During procedure the pacemaker was found to have stripped set screws and were unable to loosen. The device and lead had to be explanted and replaced. Patient was stable post procedure.